Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having air bubbles in the tubing whenever she had high blood glucose level. She stated that they are about two inches away from the reservoir. The night before, it seemed like her tubing was getting occluded because she had bubbles and woke up with high blood glucose level, which was 454 mg/dl at the time. She tried to bring it down with a correction and it did not work. She eventually took the pump off and treated manually. She was tired and had body aches. Subsequently, she went to the hospital and during admission, her blood glucose level was 775 mg/dl. She was treated at the hospital and released after two nights. The patient used cold insulin which is not recommended, since it is a known cause of air bubbles. No further information available.